Manufacturer narrative:
This is related to MDR number 3011632150-2022-00017. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of rest pain/claudication and occlusion leading to intervention is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This MDR is related to MDR number 3011632150-2022-00017. There is no evidence to suggest that this event is related to a deficiency of the device. The subject was enrolled in the mimics 3d USA registry study on (B)(6) 2021. They were treated for a denovo occlusion of the sfa middle third to proximal popliteal artery in the right leg. Two biomimics 3d stent were implanted. On (B)(6) 2022, the subject presented at the clinic with reported lifestyle limiting rutherford 3 claudication to the right lower extremity. Arterial ultrasound reports totally occluded stent in the treated segment. Target lesion revascularisation was performed (B)(6) 2022 using laser athrectomy, 6 mm balloon and bare metal stenting in the target leg. The device remains implanted. The patient outcome is reported as recovered. The event is resolved.